Manufacturer narrative:
Analysis and results: the involved batch is not available. As no batch number is available, the batch manufacturing record cannot be reviewed. We have not received any sample for analysis either. Without any sample we cannot carry out an analysis in order to take a decision. Sterilization method using ethylene oxide has been validated for this product. Furthermore, monosyn biocompatibility has been tested in numerous experiments. In sensitization and irritation tests the harmlessness of monosyn was proved. Nevertheless, there are risks (side effects) associated to the use of monosyn suture, which are mentioned in the instructions for use (IFU) of the product: "as for all sutures after implantation a transient inflammation, temporary irritation and infection at the wound site may occur occasionally. Existing infections may occasionally be enhanced by any foreign body. An occasional wound dehiscence and granulation may not be excluded." Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported that there was an issue with monosyn violet suture. The veterinary performed an ovariectomy on a (B)(6) year old female canine. The procedure went well, without any issue. More than a month after the surgery, during a follow-up visit, the veterinary observed an inflamatory reaction, fever, and the wound open.